Manufacturer narrative:
(B)(4). Batch# n92z48. The device was returned with no apparent damage and the blade tip was intact and not broken off as reported by the customer. The device was assembled and disassembled to a test hand piece without any difficulty and it rotated freely. The device was tested on a gen11; it was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were no alert screens displayed at any time during testing. It could not be determined what may have caused the reported incident of the hp054 giving an error when installing the device. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the lot number provided num893 is an invalid lot number. What is the lot or batch number for the har9f? Should be n4m893.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure that the handpiece that gives an error when installing the device. Besides that, the generator keeps giving an error that there is too much pressure on the blade. After removal of the torque wrench the blade broke off. Another like device was used to complete the procedure. There were no adverse consequences for the patient.